Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non calcified coronary artery. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 30 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.